Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber connector overheats. Reported event of fiber broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a lighttrail reusable 600um laser fiber was used during a thulium enucleation of prostate procedure on (B)(6) 2017. Reportedly, the laser unit used was a vela xl laser with settings 80 watts to 100 watts. According to the complainant, during procedure, the vela xl laser console stopped working and an error message appeared that the laser console was overheating. The technician touched the fiber connector and it was extremely hot. He took a piece of tissue and attempted to unscrew connector and fiber broke off. The procedure was completed with another lighttrail reusable 600um laser fiber on the same vela xl laser console. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.